Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted upon receipt of additional infromation.

Event description:
(B)(4). Customer reported that "pump was causing EKG interference during a procedure on (B)(6) 2016. It was quickly swapped out with another. No adverse effect on patient. (B)(4).

Manufacturer narrative:
A trend search has been performed (search for material hl20, issue: EKG interference) which came to following results: no additional complaints were recorded. Due to this information no systemic issue could be determined. (B)(6) informed us that the customer replaced the main board and discarded the original. So the part cannot be returned for investigation to maquet. Thus the failure cannot be confirmed. Root cause cannot be determined. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. In the event significant information becomes available the complaint will be reopened and investigated. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).